Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an atrial flutter ablation procedure, a pericardial effusion occurred. The patient became hypotensive, and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient and the patient was kept overnight for observation. There were no performance issues with any sjm devices.